Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The ac power plug was evaluated and replaced. The cb2 circuit breaker was also reset. The system was tested and found to be working as intended and returned to service.